Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that alert was generated for shock lead impedance out of range (oor). Review of the data identified the oor measurement was 129 ohms, with measurements varying from 88 ohms to 121 ohms. Presenting electrogram showed appropriate function with no evidence of noise. The alert details were communicated to the patient's following clinic. The system remains in service and no adverse patient effects were reported.